Event description:
I had lasik performed on both eyes on (B)(6) 2013. I noticed the complications immediately post-surgery but was told the symptoms would resolve/improve with time. On (B)(6) 2015, dr. (B)(6) at (B)(6) (the clinic that performed the procedure) showed me 2 computerized scans showing the topography of my corneas pre and post surgery. The topography was fairly uniform prior to the procedure and very wavy post procedure. He told me that this irregular topography caused by the laser was the likely cause of what he called night myopia.